Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The full osseotite® implant 4 x 13mm (fos413) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. It is noted on the per that the patient has a history of clenching, which can contribute to implant fracture. The reported product was located on tooth # 23 (fdi) and used for an un-verified period of time based on the information provided.the reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2014051122. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014051122) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (fos413). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One full osseotite® implant 4 x 13mm (fos413) was returned for inspection. Visual evaluation of the returned device notes that the implant is covered in a moderate amount of bone at the threads, and fractured at the collar into two pieces.it is noted on the per that the patient has a history of clenching, which can contribute to implant fracture. The reported product was located on tooth # 23 (fdi) and used for an un-verified period of time based on the information provided.the reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2014051122. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR.lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014051122) for similar event and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (fos413). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Initial reporter last name unknown / not provided.

Event description:
It was reported that implant fractured and was removed. Symptoms as a result of the event: pain.